Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon attempted interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited an error message and was unable to be interrogated. No resolution was performed. There were no patient consequences.